Event description:
Customer reported malfunction code displayed with no notable events occurring prior. Blood glucose impact was unknown as customer declined to answer if levels exceeded 500 mg/dl. Customer switched to backup therapy using multiple daily insulin injections, and pump replacement was arranged by technical support. Instructions were given for returning the faulty pump, which customer acknowledged.